Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the eight catheters did not consistently work; only a small amount of urine was released and reports of a sucking sound were present and then no more urine was released. The patient alleged that this caused a bladder infection after the use of the catheters. The patient was not seen by a medical doctor for a diagnosis.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be poor or no drainage through the eye due to a potential root cause of blocked eye or inner diameter of drainage eye small enough to allow for occlusion during use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands."

Event description:
It was reported that the eight catheters did not consistently work; only a small amount of urine was released and reports of a sucking sound were present and then no more urine was released. The patient alleged that this caused a bladder infection after the use of the catheters. The patient was not seen by a medical doctor for a diagnosis.